Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: jiang, x., wang, m., and zhang, g. (2012). ¿external fixation with supercutaneous calcaneal locking plate for displaced intra-articular calcaneal fractures.¿ foot and ankle international, (33) 12: 1113-1118. This report is for an unknown calcaneal locking plate/unknown quantity/unknown lot. Lateral wall exostosis, peroneal, additional operative treatment. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, jiang, x., wang, m., and zhang, g. (2012). ¿external fixation with supercutaneous calcaneal locking plate for displaced intra-articular calcaneal fractures.¿ foot and ankle international, (33) 12: 1113-1118. This is a retrospectively designed study to evaluate the experience of using a minimally invasive technique of open reduction and external fixation of displaced intra-articular calcaneal fractures with supercutaneous calcaneal locking plates used as external fixators. Between october 2007 and june 2009 this technique was utilized in twenty-five cases, all male patients with a mean age of 37.2 years (range 16 to 58). All patients had a unilateral, acute, closed calcaneal fracture without other injuries. The exclusion criteria included open fractures, fractures older than three weeks, extra-articular fractures, and comorbid diabetes. In all cases the surgery was performed under image intensifier in which a calcaneal locking plate was fixed externally. The average time to follow up was thirty-six (range 33 to 48) months. X-rays and computed tomography (CT) were used to evaluate the fractures. Three months after surgery, when imaging studies confirmed bone union, the plates and screws were removed in the outpatient clinic. The reduction of the articular surface and bone union were good. In all twenty five patients, there was uneventful and complete fracture healing without secondary loss of reduction. There were two cases of superficial wound necrosis which resolved with dressing changes. There were no pin tract infections. There were five cases of posttraumatic osteoporosis which resolved within four months. Two patients with type iia, who had ¿fair results" and developed lateral wall exostosis, which resulted in peroneal tendinitis that improved by operative treatment in which the expanded lateral wall was removed twelve months postoperatively. A male patient with type iia, who had ¿fair" results and developed lateral wall exostosis, which resulted in peroneal tendinitis that improved by operative treatment in which the expanded lateral wall was removed twelve months postoperatively. This is report 1 of 2 for (B)(4). This report is for an unknown calcaneal locking plate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.